Manufacturer narrative:
Additional information was added: the device was received for evaluation. A visual inspection was performed and observed the damaged feet. The damaged feet did not affect the integrity of the operation of the main module. Functional and electrical testing was performed and completed successfully. The reported condition was verified. The cause of the condition was due to a component failure; likely due to the feet (of the device) getting stuck during normal use. The feet was replaced during the service refurbishment process. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional information available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 main compounder module had feet broken underneath, almost non existent and are disintegrating. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.